Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). A lot number for the product associated with the complaint is not available; therefore, a batch record review is not possible. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. Review of the abbvie peg and j use fmea identified several hazards that could potentially contribute to gastrointestinal bleeding. Those include implant site erosion, irritation of small bowel, and irritation from long-term contact with bowel. The abbvie peg and j risk management report cites a literature reference indicating typical complication rates, including ¿gastric hemorrhage is reported to complicate 0.3% to 1.2% of cases. (1)¿. One (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65. Abbvie reviewed historical complaint data and no trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015 patient's husband reported that the patient was hospitalized for three nights, starting (B)(6) 2015. The patient had and intestinal problem with rectal bleeding and diarrhea. The patient received unknown intravenous fluid. The patient did not have any procedure during the hospitalization. The events resolved upon the patient's discharge from the hospital. The cause of the rectal bleed was unknown.